Manufacturer narrative:
A1: no patient specific details have been provided. H6, code c21: no investigations findings yet. Investigation is still ongoing and no findings are available yet. The catheter of the delivery system is available for analysis, awaiting the return for further evaluation. Communication is ongoing with the field. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2026, this patient underwent an endovascular procedure to treat infra-renal aneurysm with a gore® excluder® aaa endoprosthesis (rlt device, sn: (B)(6)). During procedure, the rlt trunk was correctly placed and the first deployment step was completed. In next step, the physician wanted to release the transparent handle and completing the re-positioning step, but during the handle rotation attempt it was noted no reaction and reportedly was not able to be removed (the red safety knob was pressed). Subsequently, the transparent handle could not be used and then tried to use the backup mechanism via the access hatch. The physician explored a difficulty to remove and release this wire (line #2) and also, this line was reportedly too short to be grasped. Thus, it was not pulled from the access hatch. As this backup usage attempt failed, the physician elected to cut the catheter just above the transparent handle to grab lines there and access to these line #2 and #3 has been attempted, however, this was not gaining more access and a safe removal of line #2 remained difficult. It was decided to perform another technique to grab the lines from the catheter itself, but before that, the second deployment line (#4) was pulled and was able to open the endoprosthesis completely in order to catheterize the molding balloon later to get it through the deployed device. To continue with the removal of the remaining deployment lines #2 and #3 from the patient, there were further bail-out techniques used, reportedly, the physician introduced a non-conforming molding balloon and inflated it at the proximal neck to stabilize the rlt device at the main body to maintain its position. This allowed the rlt catheter to be withdrawn while the balloon remained in place. Ultimately, the delivery catheter was successfully retracted through the sheath, after which both deployment lines #2 and #3 could be removed easily without resistance and transected the handle of the delivery system. All maneuvers has assured that the endoprosthesis was sitting in proper position and stayed, therefore, the aneurysm was treated successfully. Following that, it was also removed the delivery system without difficulty and the physician completed the procedure. The patient tolerated the procedure.